Manufacturer narrative:
Patient information was unavailable from the site. This device is not marketed in the united states. The PMA/510(k) in g% represents the similar device that is marketed in the united states. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during use, the screen was blurry and then nothing appeared on the screen. The issue was resolved by rebooting the system, so the procedure was completed with the continuous use of the navigation system. This issue occurred intraoperatively and caused a less than one-hour delay. There was no reported impact on patient outcome.